Manufacturer narrative:
Per the clinic, open circuit were noted on 7 electrodes while short circuit were noted on 1 electrode (specific date not reported). It was also reported that the nrt responses was not available.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics for three weeks (date not reported) to treat the infection (non-device related). It was also reported that, while repositioning the receiver-stimulator under general anesthesia on (B)(6) 2025, the electrode got displaced and when attempted to re-insert it, it could not be re-inserted due to fibrosis. Subsequently, the device was explanted during the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection (non-device related). Subsequently, the patient underwent a revision surgery (specific date not reported) to reposition the receiver-stimulator. Additional information has been requested but has not been made available as of the date of this report.